Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) found multiple main cabinet drawers had partially unseated pyxis bus cable connections causing all drawers to fail, resecured all cables, and confirmed through diagnostics that the system was functioning normally without requiring any parts; issue likely caused by drawers being slammed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. A reboot and recovery were attempted, but both were unsuccessful. The power cable was unplugged and reconnected; however, the issue persisted. The back panel was opened and checked, but the issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.